Manufacturer narrative:
Additional information: (b) added event details. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Additional information: we are always infusing tpn through the port with the micron filter. We are infusing through a basic IV line spiked into a tpn bag that is attached to our tpn filter set prior to being attached to the patient. We change our filters at a minimum of q96hrs (4 days) but typically is done prior to then. The leaking always occurs within the first 24 hours of using the filter.

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that continuously having the micron filter leaking.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed